Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported leakage from a valved trocar cannula during surgery causing fluctuation in intraocular pressure and a choroidal bleed in a patient. It occurred immediately following insertion of the trocars into th eye globe. Additional information has been requested but none has been received.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a mfg root cause investigation (CAPA (B)(6)) was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a mfg post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint does not identify a reported lot and no sample was returned for eval so it cannot be determined if the complaint can be attributed to the post attributed to the post assembly inspection. Actions taken: the post assembly inspection (septum manipulation on blade shaft) has been discontinued as of (B)(6) 2015. An effectiveness check has been established and will be monitored during the facility's monthly complaint review board meetings. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The MFR internal ref number is: (B)(6) .